Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was verified and attributed to the battery connection assembly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.